Event description:
I have been wearing contact lenses for more than 15 years without any problems. Last year, my eye doctor switched me to acuvue oasys contact lenses in order to allow my eyes to breathe more during extended computer use. The contact lenses have caused multiple problems including pain and irritation during the day like something was stuck or caught in my eye, formation of crust on eyelids while sleeping, and pink-eye like symptoms. I was forced to discontinue contact lenses use on multiple occasions. After switching to another brand of contact lenses, I have not had any problems. Dates of use: daily, 2007 - 2009. Diagnosis: vision correction. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.